Event description:
It was reported that during a case, the live image on the system 7700 became blurry. The condition was not able to be recovered from and a replacement unit was brought in. The procedure was then completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that a loose internal cable was the cause of the problem. The cable was made secure. The system was tested and found to be working as intended and placed back into service.